Manufacturer narrative:
(B)(4). Batch # n55068. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received without a reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported the during an unknown procedure, when the surgeon tried to fire the device, he had a safety lock out, and didn¿t realize it was the reload that had not been loaded correctly. A like staple gun was opened to complete the procedure once they had realized their mistake. There were no patient consequences reported.